Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was a reported missing sensor wire. The sensor was inserted at the upper buttocks. Patient was under 2 years old. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available. Labeling indicates: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older.